Event description:
It was reported that the catheter was placed over a spring wire guide. The initial x-ray was acceptable, but on a subsequent x-ray, a piece of the guide wire was observed in the right atrium. The piece of wire was removed in interventional radiology. There were no pt complications.